Manufacturer narrative:
Additional information: b5 - it was later reported the surgeon will not be explanting/exchanging the lens and decided to leave the lens in the eye. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -06.50 diopter, in the patients right eye (od), on (B)(6) 2019. The lens was reported as having excessive vaulting and remains implanted. The plan is to explant and exchange the lens in a couple of months. The cause of the event was unknown.